Event description:
Sensing difficulty reported. During repositioning of lead, the helix would no longer extend / retract. The lead was explanted. No patient complications have been reported as a result of this event.